Event description:
It was reported that the heartmate power module had minor case damage. Two of the corners were damaged and the battery terminal connector cable was damaged and needed replacement. The power module was sent in for repair.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section d5: operator of device corrected. Manufacturer's investigation conclusion: the reported event of the damaged housing and damaged vent bands on the power module (pm) (serial #(B)(6)) was confirmed. The pm was returned to the service depot for evaluation and testing. The pm booted up as intended. During testing a yellow wrench alarm was observed while connected to the load box fixture. The main print circuit board (pcb) was replaced resolving the yellow wrench alarm. The damaged covers and vent bands were replaced. The pm was returned to the rental pool. The replaced main pcb was returned to product performance engineering (ppe) for further testing. The previously observed yellow wrench alarm was unable to be reproduced. From the information provided, a root cause for the reported event could not be determined with the information provided. The device history record for the power module (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the power module. The power module was shipped to the customer on 05feb2014. The heartmate power module instructions for use (IFU) (rev. B, sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle yellow wrench and red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (rev. B) (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Heartmate 3 instructions for use (rev. C) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) (rev. C) section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.